Event description:
It was reported that a pt was receiving rehabilitation while in the recliner and heard a pop sound. The pt's hip broke, requiring medical intervention. The treatment recliner was inspected by a service technician and no product malfunction was found.